Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 399.99; synthes lot number: t941686; release to warehouse date: 09dec2009 ; (B)(4); part expiration date: n/a . A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a serrated (reduction) forceps broke. This was noticed in sterile processing. This complaint does not involve any patient or procedure. This complaint involves one (1) device. (B)(4). This report is for forceps.

Manufacturer narrative:
A service evaluation was completed and customer quality conducted an investigation of the returned device. The customer reported the serrated forceps were broken. The repair technician reported that one of the jaws tips was broken off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device was returned to customer quality and the complaint was confirmed. One of the serrated jaw tips was found to be broken. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it¿s sub components, materials or material properties, that would contribute to the complaint condition. The drawings were reviewed during investigation the tip of the broken jaw was measured to be 2.54 mm wide, which is within the specification of 2.5mm +/- 0.2. No definitive root cause was able to be determined. It is likely that the device experienced excessive forces intraoperatively. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: device manufacture date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.